Event description:
A malfunction on a pump was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to reach out if any malfunction codes appeared again.